Manufacturer narrative:
A titan otr pump was received for evaluation. Examination and testing of the returned component revealed a separation at the strain relief of the inlet tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. See attached letter from FDA dated (B)(6) indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, tear in reservoir tubing.